Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: vamf4238c150tj sn (B)(4). .a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 5.94 cm thoracic aortic aneurysm. It was reported that during the deployment of the stent graft, there was a drop in blood pressure. The device was deployed successfully and the blood pressure appeared to be under control at the end of the procedure. No access or dissection of the descending thoracic aorta was observed. However, after the procedure the patient¿s blood pressure did not increase. Transesophageal echocardiography (tee) confirmed cardiac tamponade. The physician suspected the wire might have gone into the left ventricle and damaged it, since the wire had been pressed during the attempt to implant the second stent graft. The imaging had been enlarged at that time and the tip of the wire was not visible. The wire had been held by an assistant so the physician could not feel when the wire was touching the aortic valve. Additionally, a j-curved wire was used instead of the arch-curved or double-curved wire, might have been a causal factor. Drainage was performed. An 8f sheath was used to puncture the chest directly and a syringe was pulled from the pigtail fo r drainage under fluoroscopy and tee. It was then switched to auto-drain. Blood pressure was normalized and the intervention was then completed. It was noted that there was no paraplegia or damage to the brain; and the patient was in a stable condition without intubation. The physician stated that the cause of the event was use error. No additional clinical sequelae were reported and the patient is fine.